Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. (B)(4) - above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: do not exceed the labeled rated burst pressure of 16 atm. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the xience pro stent delivery system balloon ruptured at 16 to 18 atmospheres. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.